Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia of value 47 mg/dl. Customer's other blood glucose value was 97 mg/dl. Customer reported they did not receive a sensor updating or sensor glucose not available alert. Customer reports they did receive a calibration not accepted alert and also consecutive sensor alerts with different sensors. Customer was unable to run test on transmitter. The device will not be returned for analysis.